Manufacturer narrative:
(B)(4). The device has been returned for evaluation. It is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery, the 2.25 x 18 mm xience nano and the 2.5 x 28 mm xience v stent delivery systems (sdss) did not cross the lesion. The patient was treated with a non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stent delivery system (sds) was returned with a proximal shaft separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.